Event description:
It was reported that the patient experienced "lack of pain relief"; volume discrepancies at refills were also noted. The volume of the pump reservoir was not consistent with the calculated volume. A dye study was attempted but unsuccessful. A revision was performed and the pump and proximal segment of the catheter were replaced. Per reporter, patency was confirmed and "the catheter has excellent flow". The cause of the pump volume discrepancy was noted as "looks to have been fixed with the new proximal segment". The patient was admitted overnight by the physician. It was indicated the patient was receiving effective therapy. The hospital kept the pump for analysis. The pump was delivering fentanyl, baclofen, clonidine, and marcaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model# 8709, serial# (B)(4), implanted: 2000 (B)(6), explanted: unk. (B)(4).